Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis was normal.

Event description:
It was reported that via (B)(4), transmission noise was noted on the pulse generator. The device was explanted and replaced.